Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, a loosened acetabular cup was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, a loosened acetabular cup was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. Additional information received reports patient was revised (B)(6) 2014 due to pain. Review of invoice records could not confirm the revision date or what part(s) was/were removed.